Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed an err121. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and failed. The receiver data log was downloaded and reviewed and firmware and screen errors were observed. Pictures were also taken of the error icon. The reported event of an error icon display was confirmed during log review and from the pictures taken . A root cause could not be determined.